Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)'), intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowels, bladder, ureter'), bladder perforation ('perforation (other) please describe and state the location of the perforation: bowels, bladder, ureter'), ureteric perforation ('perforation (other) please describe and state the location of the perforation: bowels, bladder, ureter') and uterine infection ('infection (bladder/ urinary tract/vaginal) type: uterine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), ureteric perforation (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), fungal infection ("infection (other) describe: yeast"), migraine ("migraines / headaches"), depression ("neurological conditions or problems type: depression, anxiety"), anxiety ("neurological conditions or problems type: depression, anxiety"), urticaria ("rashes or skin conditions type: hives, acne"), acne ("rashes or skin conditions type: hives, acne"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), rash ("other : rash"), bladder disorder ("bladder/urinary problems other") and urinary tract disorder ("bladder/urinary problems other") and was found to have weight increased ("weight gain / loss: weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, intestinal perforation, bladder perforation, ureteric perforation, uterine infection, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, mood swings, fungal infection, migraine, depression, anxiety, urticaria, acne, weight increased, pelvic pain, abdominal pain, back pain, arthralgia, rash, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, acne, anxiety, arthralgia, back pain, bladder disorder, bladder perforation, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, intestinal perforation, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, ureteric perforation, urinary tract disorder, urticaria, uterine infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received events "weight gain, rash, bladder/urinary problems other " were added. Date of insertion was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)'), intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowels, bladder, ureter'), bladder perforation ('perforation (other) please describe and state the location of the perforation: bowels, bladder, ureter'), ureteric perforation ('perforation (other) please describe and state the location of the perforation: bowels, bladder, ureter') and uterine infection ('infection (bladder/ urinary tract/vaginal) type: uterine') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), ureteric perforation (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), fungal infection ("infection (other) describe: yeast"), migraine ("migraines / headaches"), depression ("neurological conditions or problems type: depression, anxiety"), anxiety ("neurological conditions or problems type: depression, anxiety"), urticaria ("rashes or skin conditions type: hives, acne"), acne ("rashes or skin conditions type: hives, acne"), weight fluctuation ("weight gain / loss"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, intestinal perforation, bladder perforation, ureteric perforation, uterine infection, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, mood swings, fungal infection, migraine, depression, anxiety, urticaria, acne, weight fluctuation, pelvic pain, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, anxiety, arthralgia, back pain, bladder perforation, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, intestinal perforation, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, ureteric perforation, urticaria, uterine infection, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received: case becomes incident. Event injury was removed. New events: abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), mood swings, infection (bladder/ urinary tract/vaginal) type: uterine, infection (other) describe: yeast, migraines / headaches, depression, anxiety, perforation (fallopian tube(s)), rashes or skin conditions type: hives, acne, perforation (uterus), perforation (other) please describe and state the location of the perforation: bowels, bladder, ureter, weight gain / loss pelvic pain, abdominal pain, back pain, she did not undergo an essure confirmation test and joint pain were added. Patient¿s date of birth was added. Product indication was updated. New reporters were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.